Event description:
It was reported that revision surgery was performed due to pain and a soft tissue reaction. The devices were implanted approximately 2 years ago and revised in early (B)(6) 2014.

Manufacturer narrative:
The above combination of devices constitutes an off label application in the united states.